Event description:
It was reported that the matrix simple persuader was not reducing the rod effectively to get the locking cap on the screw. Also, the persuader got stuck on the head of the screw twice. The surgeon had to use a different technique to get the locking cap on the screw. Nothing broke. Surgeon was able to complete the procedure with no harm to the pt. Procedure was extended by approx 25 mins.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.